Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during evaluation is traced to expected or random component failure without any design or manufacturing issue (i.e. Mechanical stress). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed that the ultrasound gastrovideoscope exhibited a deep cut on the probe unit. There was no patient involvement.